Event description:
Customer reported being assisted by paramedics due to high bg with ketones. Customer reported that they were vomitting in their sleep. Customer reported that their pump jammed on two occasions. Explained customer the 2 high bg rule. Instructed customer to change out set and inject as per md. Troubleshooting performed.